Event description:
It was reported that the ventilator touchscreen had a fault. Reportedly, it was 'insensitive.' There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue and also found the screen was damaged. The se replaced the touchscreen. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.